Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was observed properly seated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
An hcp reported on behalf of a customer who stated the adc freestyle libre sensor filament remained in the customer's skin upon removal. On (B)(6)2021, the hcp removed the filament by hand only. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported on behalf of a customer who stated the adc freestyle libre sensor filament remained in the customer's skin upon removal. On (B)(6) 2021, the hcp removed the filament by hand only. No further treatment was provided. There was no report of death or permanent injury associated with this event.